Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient¿s programmer showed poor communication. The patient stated that they needed to turn the stimulation off for a brain MRI (not alleged to be related to the device/therapy.) The patient & technical services (pats) agent did not ask about the circumstances that led to the reported issue. It was noted that they tried with and without the antenna while repositioning however the issue was not resolved through troubleshooting and so an email was sent to the repair department stating the patient was having poor communication with and without the antenna and the patient was sent a replacement programmer. The patient called again on (B)(6) 2020. They stated they were using the replacement programmer with new batteries and it still did not communicate with the implant/they were unable to communicate with the ins. Technical services had the caller try with and without the antenna. New batteries were also tried. It was noted that the patient did not feel stimulation. Technical services stated that this was a possible ins depleted issue. No further complications were reported at this time.